Event description:
It was reported that this pacemaker was not able to be interrogated, therefore, testing was not able to be completed. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was not able to be interrogated, therefore testing was not able to be completed. The pacemaker has been returned without additional allegations as it was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was not able to be interrogated, therefore testing was not able to be completed. The pacemaker has been returned without additional allegations as it was explanted due to normal battery depletion. No adverse patient effects were reported.